Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also reported that the insulin pump has cracks and they also received a failed battery test. Customer's blood glucose level at the time 469mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had blank display due to corroded battery cap coin slot. The insulin pump alarmed failed battery test due to corroded battery tube. No button response due to flattened up arrow button dome switch. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.